Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. It was not specified where in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Visual inspection found evidence of the reported f-49 alarm. The cause was determined to be that the time and date of the device needed to be adjusted. The device will not be repaired or returned to use at this time. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.